Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and tortuous distal left circumflex (lcx) coronary artery. There was a sharp curve in the ostial lcx. The lesion was predilated. The liberte' monorail stent delivery system failed to cross the lesion. The physician attempted to pull the delivery system back into the guide catheter. The physician pushed and pulled the liberte' monorail stent delivery system and the stent became, "lifted up". The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Pt status is reported as "good".